Event description:
Fibrous tissue throughout knee (fibrosis). Decreased range of motion (joint range of motion decreased). Knee inflammation joint inflammation), (knee pain, knee swelling, knee effusion). Wbc elevated (wbc increased). Case narrative: this case is linked to cases (B)(4). Initial information received on 20-jul-2018 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves a (B)(6) female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after 9 days had decreased range of motion, after unknown latency had fibrous tissue throughout knee, knee dgb w/inflammation and after 22 days white blood cell (wbc) were elevated. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient was a smoker and had a long history of steroid injections dating back to 2014, averaging about two injections per year. Recently patient received intra-articular steroid injection on (B)(6) 2018 and (B)(6) 2018. On (B)(6) 2017, the patient received bilateral intra-articular hylan g-f 20, sodium hyaluronate injection, 1 df once (lot number and indication: not provided). On (B)(6) 2017, patient returned to office with pain, knee pain, swelling, and decreased range of motion. As per physician assessment, patient had knee inflammation reaction probably related to synvisc. On (B)(6) 2017, patient's knee was aspirated and scoped. Also reported that the patient had fibrous tissue throughout knee and there was removal of debris. Patient continued to have issues with this knee and had been referred to an infectious disease specialist. On (B)(6) 2017, patient's serum wbcs were drawn and elevated i.e 11.8. In (B)(6) 2017, patient was also prescribed antibiotic. On (B)(6) 2017, patient's serum wbc was: 14.1 and on (B)(6) 2018: 14.3. The nurse did not relate this issue to synvisc one. Patient had scope and knee aspiration for fibrous tissue throughout knee, decreased range of motion, and knee inflammation as treatment, antibiotic for knee inflammation and not reported for other event. The patient outcome is reported as unknown for all events seriousness criteria: intervention required for fibrous tissue throughout knee, decreased range of motion, knee inflammation.

Event description:
Fibrous tissue throughout knee [fibrosis] . Decreased range of motion [joint range of motion decreased]. Knee inflammation [joint inflammation] ([knee pain], [knee swelling], [aspiration of joint]) wbc elevated [wbc increased.] Case narrative: initial information was received on (B)(6) 2018 regarding an unsolicited valid serious case from other health professional from united states. This case is linked to cases (B)(4) (cluster). This case involves a 41 years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and had decreased range of motion, fibrous tissue throughout knee, knee dgb w/inflammation and white blood cell (wbc) were elevated. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient was a smoker and had a long history of steroid injections dating back to 2014, averaging about two injections per year. Recently patient received intra-articular steroid injection on (B)(6) 2018. On (B)(6) 2017, the patient received bilateral intra-articular hylan g-f 20, sodium hyaluronate injection, 1 df once (lot number and indication: not provided). There will be no information available on the batch number of this case. On (B)(6) 2017, patient returned to office with pain, knee pain (arthralgia), swelling (joint swelling), and decreased range of motion (joint range of motion decreased) (latency: 9 days). As per physician assessment, patient had knee inflammation reaction probably related to synvisc (arthritis, latency: unknown). On (B)(6) 2017, patient's knee was aspirated (joint effusion) and scoped. Also reported that the patient had fibrous tissue throughout knee and there was removal of debris (fibrosis, latency: unknown). Patient continued to have issues with this knee and had been referred to an infectious disease specialist. On (B)(6) 2017 (latency: 22 days), patient's serum wbcs were drawn and elevated i.e., 11.8 (white blood cell count increased). In (B)(6) 2017, patient was also prescribed antibiotic. On (B)(6) 2017, patient's serum wbc was: 14.1 and on (B)(6) 2018: 14.3. The nurse did not relate this issue to synvisc one. Action taken: not applicable for all events. Corrective treatment: scope and knee aspiration for fibrosis, joint range of motion decreased, and arthritis, antibiotic for arthritis and not reported for white blood cell count increased. The patient outcome is reported as unknown for all events seriousness criteria: intervention required for fibrosis, joint range of motion decreased, arthritis. A product technical complaint (ptc) was initiated on 20-jul-2018 for synvisc one for unknown batch number and global ptc number: 100126496. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final investigation was completed on 07-jun-2021. Follow up was received on 20-jul-2018 from healthcare professional. Global ptc number added. Narrative amended accordingly. Additional information was received on 07-jun-2021 from other healthcare professional (from quality department). Gptc results were received and added. Text was amended accordingly.